Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 182,159 and 229mg/dl. The expected fasting blood glucose test result range is 83-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call blood tests were performed by the customer and produced test results of 182 and 229mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 11/21/2020 and open vial date is 09/10/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Corrected sections as of 20-nov-2019: h10: most likely underlying root cause changed from "mlc-61: improper use / mishandled by end user" to "mlc-62: user had poor technique". Most likely underlying root cause: mlc-62: user had poor technique.